Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-sep-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 17-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that the leads migrated and there was a loss of pan relief. The cause was not known. X-ray was taken after loss of pain relief which showed migrated scs leads. Device was reprogrammed and pain relief was restored. The issue was resolved.